Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted due to the helix being bent this could contribute to the fixation issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the right ventricular (rv) lead was attempted to be fixated and tested in four different positions. High impedance was found in each position. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.